Event description:
Customer reported an issue with the pump displaying an incorrect time, with a discrepancy of more than five minutes compared to actual time. Blood glucose levels remained within acceptable range, as there were no reports of values above 500 mg/dl or below 54 mg/dl. Technical support assisted by updating the pump time and advised the customer to monitor the situation and report if the issue persisted.